Manufacturer narrative:
A field service engineer has been on site and started the investigation. The reported problem could not be reproduced, therefore, no part has been replaced. Our investigation consists only of device log eval. Test logs show that performed pre-use check prior to and after the reported event passed without deviation. The reported problem was confirmed in event logs. The logs show that several alarms were generated during ventilation. Those alarms are indicating a huge leakage in the system which have been interpreted as no return volume by the user. The root cause of the leakage cannot be determined since the reported problem could not be reproduced. According to received info the reported ventilator is back in service with no more issues reported. (B)(4).

Event description:
It was reported that there was no return volume during ventilation. There was no harm to the pt. (B)(4).